Event description:
Who gave you information? () patient (x) other: rep from mylan. What is the complaint about the product? Whisperject broke. Was the product taken or administered? Yes. What is the lot number? Not available, did not have lot number to provide. Can the manufacturer call the patient for follow up if necessary? Yes. Can the manufacturer arrange for product pick up? Yes. Md aware and drug therapy continues unchanged. Reported to (B)(6) by: health professional.